Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient¿s husband was taking the bandage off and cut the wire by accident. The patient reported the doctor wasn't happy and did a surgery to replace the wire without the representative present. The patient stated this must have been during the trial. No patient symptoms were reported. No further complications were reported.